Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the atrial connector port on the external pulse generator (epg) was faulty. The output connector assembly was broken. It was also determined at analysis that the hanger assembly was broken. The printed circuit board was replaced due to two or more error code occurrences. The upper case was broken, and the on/off button were flat on the keypad. Four knobs and the battery drawer were contaminated. The main seal and the battery shorting bar were contaminated. The display wires were pinched, the wire insulation were exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector port on the external pulse generator (epg) was faulty. The epg was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.